Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from german to english: infusions are not running or are not running to completion. Users report higher resistance during pvk flushing. During use compared to the bbraun caresite (previous use), users experience higher resistance during pvk flushing. During anesthesia, the infusions sometimes stop. This is very critical. Currently, the problem is being circumvented by users completely omitting the nfz.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Forty mz1000 samples were received for investigation; thirty-four samples were received without packaging and several had residual blood in the devices which couldn't be removed. Additionally six samples were received in sealed packaging, three each from lots 25025382 and 25025415. The customer also returned two gravity sets from balmung in sealed packaging to aid the investigation. The customer did not provide details of the lot of the affected samples but reported that "compared to caresite from bbraun (previously used), users experience higher resistance when flushing the pvk. During anesthesia, the infusions sometimes come to a standstill." They also noted that the connecting products were "IV sets from balmung". All of the returned samples were then subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe, and no obstruction of flow was observed. Additionally, when subjected to functional testing with the returned gravity sets, no obvious difference in flow rate was observed when the maxzero devices were attached. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25025382 and 25025415 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.